Event description:
It was reported that the peek implant broke during impaction. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.